Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is unable to transfer any fluid to the cylinders. The physician was able to pump it up, but not to a full erection. Troubleshooting measures were performed but were not successful. The patient thought there was a kink in the tubing prohibiting the fluid transfer. There was an appointment scheduled for the patient. The ipp is currently implanted. There is no additional information reported.